Manufacturer narrative:
No product has been received to date for investigation therefore the evaluation of the device remains as not possible. Updated information received includes the correct lot numbers for the femoral implant and provisional; however, the information provided does not include any updates related to the previous investigation. A product history search identified no other complaints for the part and lot combination of the finishing guide. A definitive root cause remains undetermined.

Manufacturer narrative:
No devices received. One photograph was sent, showing only the side of the cut guide with product identification. The condition of the component is unknown. The device history records for the cut guide were reviewed and identified no deviations or anomalies. These devices are used for treatment. This device has been in the field for approximately 8 to 9 years. A complaint history review found no other complaints for this part and lot combination. Surgical notes were not provided. A definitive root cause for the stated concern cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
It is now reported that product is available for return. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced an intracondylar femur fracture after preparation of the bone with a cut guide and provisional instrument. This was noted when the implant was impacted into place.